Manufacturer narrative:
Customer was contacted to obtain more info but stated that it was unk as to where or how the leakage occurred. The device was not returned for eval and with the limited info provided no conclusions could be drawn.

Event description:
Curlin medical was informed of a reportable event in 2008 by a distributor. It was reported the same day that a pt received a administration set exploded and split. No pt injury occurred as a result.